Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet would not power back on despite a solid green indicator on the charging pad, and the patient switched to manual injections; review indicated premature battery discharge associated with the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included none. Investigation included communication and interviews with the user as well as analysis of information provided by the user or a third party. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge traced to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.